Event description:
Left foot siderail would not stay locked in up position. No injury reported.

Manufacturer narrative:
Technician found the left foot siderail would not stay locked in the up position. Isolated problem to missing pin latch & spring latch. Replaced the parts to resolve this issue.